Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation, however, a photo was provided for review. The investigation of the reported event is inconclusive as no sample was returned and the photo did not provided an observable deficiency. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model nnu6lp15 drainage catheter allegedly experienced a crack. This information was received from a single source. This malfunction involved a patient with no patient injury. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
The device was not returned, however a photo was provided for review. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model nnu6lp15 drainage catheter allegedly experienced a crack. This information was received from a single source. This malfunction involved a patient with no patient injury. The patient's age, weight, and gender were not provided.